Manufacturer narrative:
(B)(4). (B)(6). One actual sample was received for evaluation. The sample was received primed with unknown solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed with no issues noted; there was no leak or blockage observed. The reported condition was not verified. A batch review was conducted on the suspect lot numbers (B)(4). And there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink duo-vent secondary medication sets would not flow while connected to a clearlink duo-vent continu-flo solution primary set; this was further described as ¿the defective primary tubing was not allowing the secondary set to pull from the bag¿. The reporter assumed that flow was present for the primary line. This was identified during patient infusions. The reporter did not have information where and how the secondary line was connected to the primary line. There was no patient injury or medical intervention associated with this event. No additional information is available.